Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump correction factor was set incorrectly by the customer's pump therapist. Tandem technical support guided the customer through adjusting the pump correction factor. In addition, it was reported that the wake button was "hard to press". Customer's blood glucose level was 82 mg/dl.